Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was unknown. The patient was hospitalized the same day as the onset. The patient was treated with ceftazidime (1 gram, twice a day and route was not reported) and cefazolin (1 gram, twice a day and route was not reported). At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.